Manufacturer narrative:
The qa lab found the returned strips to read an average of 73 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent. Customer service did not mark this complaint as a potential MDR. Regulatory was not alerted until qa received the returned product, so it will be submitted past 30 days.

Event description:
The customer stated, that she performed a control test and received a result of 188 mg/dl. While troubleshooting, she performed 2 more control tests and received results of 198 and 188 mg/dl. The normal control range was 95-131 mg/dl. No adverse events were alleged. The test strips were returned for evaluation, and replacement test strips were sent to the customer.